Event description:
During discectomy surgery a dispersive electrode was used. The plate was applied on the posterior left thigh, when the pt was in the prone position. The pt was then turned in the knee-elbow position. A burn occurred under the electrode. Despite continuous requests co has not yet been disclosed the energy level of the procedure, a precise indication when burn was detected, orientation of plate, precise position of burn on pt, and whether any intervention was necessary as a consequence. One clinician noted that the electrode "seemed to come off too easily." The electrode was returned for inspection. Parts of the electrode had been torn off and sticked to other parts of the electrode. No esu safety feature has been used.